Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, the right ventricular (rv) lead exhibited over-sensing noise and intermittent capture. The programming changes were made on the device. The physician suspected the rv lead exhibited subclavian crush or lead dislodgment. Chest x-ray was anticipated. No patient consequences.

Manufacturer narrative:
Correction:h6.

Event description:
New information notes that the patient was asymptomatic. No signs of dislodgment and the right ventricle lead exhibited subclavian crush. The right ventricle lead was explanted and replaced on (B)(6) 2022. No patient consequences.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, the right ventricular (rv) lead exhibited over-sensing noise, intermittent capture, and failure to capture. The programming changes were made on the device. The physician suspected the rv lead exhibited subclavian crush or lead dislodgment. Chest x-ray was anticipated. No patient consequences.